Manufacturer narrative:
Product complaint (B)(4) updated sections on this medwatch: b4, b5, g3, g6, h2 and h11. Section b5: additional/modified information was received on 03-jun-2024. Summary: regarding the adverse event of ¿in-stent occlusion of the left middle cerebral artery,¿ the answer field for ¿whether it is ischemic stroke¿ was updated from ¿yes¿ to ¿no.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Updated section on this medwatch report: b4, b5, e1, e3, g3, g6, h2, h6 and h10. Section b5: additional information was received on 28-sep-2023. Summary of the information provided: regarding the ¿proximal displacement¿ of the stent, the information confirmed that the proximal displacement of the stent was retrograde to blood flow movement. The device remains implanted; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the use of the enterprise 2 device and is listed in the instructions for use (IFU) as such. There were no alleged performance issues/malfunctions related to the device, as the device performed as intended, completely covered the targeted stenotic lesion with post-operative residual stenosis being less than 37%. The pi assessed the event of ¿acute cerebral infarction due to in-stent restenosis" as possibly unrelated to the device. There were patient, procedural, and pharmacological factors that may have contributed to the event, such as the interruption of anticoagulation medications. As explained in the referenced literature article, the risk of excessive bleeding often prompts physicians to interrupt antiplatelet agents, such as clopidogrel, before dental extractions which puts patients at risk for adverse thrombotic events; single and multiple dental extractions in patients receiving clopidogrel can be safely performed without discontinuation of the therapy with provided appropriate local hemostasis. Nevertheless, since the correlating relationship between the device and event cannot be ruled out, and the event required a surgical intervention, prolonged hospitalization, and thrombolytic therapy, this event does meet us FDA reporting criteria under 21 crf 803 with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date. Per the additional information received on 15-sep-2023, it was confirmed the stent migrated away from the implant site after it was deployed, which could lead to embolization, possibly ischemia or infarct. The file remains us FDA reportable, reporting criteria under 21 crf 803 with the classification of ¿serious injury¿. The file will be re-reviewed if additional information is received at a later date.

Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this med watch: b4, b5, d4 (primary UDI number), g3, g6, h2 and h11. Section b5: additional/modified information was received on (B)(6) 2024. Summary: regarding the adverse event of ¿symptomatic intracranial arterial stenosis inside the vascular area,¿ the term has been updated to ¿symptomatic intracranial arterial stenosis inside the vascular area.¿ the end date has been updated from ¿(B)(6) 2024¿ to ¿(B)(6) 2024.¿ additional/modified information was received on (B)(6) 2024. Summary: regarding the adverse event of ¿in-stent occlusion of the left middle cerebral artery,¿ the classification of ischemic stroke ¿symptomatic intracranial arterial stenosis outside the vascular area,¿ was updated to ¿[blank].¿ . Additional/modified information was received on (B)(6) 2024. Summary: regarding the adverse event of ¿in-stent occlusion of the left middle cerebral artery,¿ the start date was updated from ¿(B)(6) 2023¿ to ¿(B)(6) 2023.¿ this additional/modified information has been updated. No changes regarding the reportability determination nor coding were required. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 09-nov-2023. Summary: on (B)(6) 2023, the patient experienced the event of ¿bilateral internal carotid artery stenosis¿, which was assessed by the pi as not serious, moderate in severity, and possibly unrelated to the study device and possibly related to the surgery. The event was not an unanticipated adverse device effect (uade) and there were no device deficiencies related to the event. The event was considered an ischemic stroke and was classified as a ¿symptomatic intracranial arterial stenosis outside the vascular area.¿ the event was treated with medication and did not result in prolonged hospitalization, surgery, permanent impairment of a body structure or function, or fatal illness/injury. The outcome is recorded as ¿symptom ongoing¿ with no end date listed. The device remains implanted in the patient for continued use. This additional information received on 09-nov-2023 has been reviewed. Based on the start dates and location of events ¿bilateral internal carotid artery stenosis and in-stent occlusion of the left middle cerebral artery¿, the information appears to have been previously reported to the study sponsor on (B)(6) 2023 as ¿acute cerebral infarction due to in-stent restenosis of left middle cerebral artery¿. This event has been reported to the usfda. Further follow-up will be sent to confirm this information has already been reported. Additional/duplicate information was received on 21-nov-2023. Summary: on (B)(6) 2023, the patient experienced the event of ¿in-stent restenosis of the left internal carotid artery (severe),¿ which was made known to the site on (B)(6) 2023. The pi assessed this event as not serious, moderate in severity, and as possibly unrelated to the study device and unrelated to the surgery. The event was not an unanticipated adverse device effect (uade) and there were no device deficiencies related to the event. The event was treated with medication and did not result in prolonged hospitalization, surgery, permanent impairment of a body structure or function, or fatal illness/injury. The event was not considered am ischemic or hemorrhagic stroke. The outcome is recorded as ¿ongoing symptoms¿ with no end date listed. Additional information was received on 27-nov-2023. Summary: a clarification of events was received from the clinical study team. Their message is as follows: ¿the patient reported an ae of stent occlusion, with a start time of (B)(6) 2023, which was consistent with the start time of acute cerebral infarction. 2. Patient 9.2 tccd showed stenosis at the end of the internal carotid artery. After communication with the investigator, the investigator considered that both ultrasound and tccd had some limitations, so the dsa angiography of (B)(6) 2023 was viewed to confirm that it was moderate (this ae was deleted), and the patient's physical status was improving after surgery. 3. The patient developed pulmonary infection at the same time of the first hospitalization, and its starting time was (B)(6) 2023 according to the blood routine on (B)(6).¿ the additional information received on 21-nov-2023, 24-nov-2023, and 27-nov-2023, has been reviewed. All adverse events were previously reported to the sponsor, which was then reported to the us FDA as a serious injury. This additional/duplicate information did not require changes to the reportability determination nor coding; therefore, no changes were made.

Event description:
It was reported, via the icad/ enterprise2 post-market clinical study ((B)(6)), that on (B)(6) 2022, a 70-year-old female patient (subject (B)(6)) underwent a vascular stent placement procedure for ¿severe stenosis at the m1 segment of the left middle cerebral artery (mca)¿ using an unkenterprise2 stent - vascular reconstruction device (enci401600/ 6920551). It was reported that after the procedure, the stent completely covered the lesion, and the angiographic residual stenosis was less than 37%. The patient was then discharged on (B)(6) 2022. On (B)(6) 2023, the patient experienced the event of an ¿acute cerebral infarction¿. The event was considered an in-stent restenosis of left middle cerebral artery, which was caused by the interruption of anticoagulation medication, as required for the patient¿s tooth extraction procedure one month prior to the event. The event of ¿acute cerebral infarction¿ was assessed by the principal investigator (pi) as a serious, severe adverse event that was possibly unrelated to the device, and unrelated to the surgery. The event required ¿in-patient surgery¿, although details of this procedure were not included in the reported event description, as well as ¿prolonged inpatient hospitalization¿ and the medication treatment of ¿arterial thrombolytic therapy¿. Symptoms are reported as being ¿ongoing¿. There were no reported device deficiencies related to the enterprise stent, and the device remains implanted in the patient. The event was reported as such: ¿the patient was hospitalized on (B)(6) 2022 due to dizziness with weakness of right lower limb for 2 months. Informed consent form (no. (B)(6)) was signed on (B)(6) 2022 for "cerenovus enterprise 2 intracranial stent implantation in patients with severe symptomatic atherosclerotic intracranial stenosis: a multicenter, prospective, single-arm target value study in china". The patient was enrolled after it was confirmed that the patient met all the inclusion criteria and none of the exclusion criteria before surgery. On (B)(6) 2022, intraoperative angiography showed severe stenosis of m1 segment of left middle cerebral artery. Enterprise 2 4.0 * 16 mm stent was implanted. Re-examination showed that angiographic residual stenosis was less than 37%. The stent had completely covered the lesion. The patient had no discomfort after surgery and was discharged on (B)(6) 2022. On (B)(6) 2023, the patient was admitted to the emergency department of neurology due to slurred speech with right limb weakness (manifested as slurred speech, right limb weakness, inability to walk and hold objects, no confusion, limb twitching, and persistent symptoms). On examination, speech: mixed aphasia, the patient did not cooperate when examining bilateral faces. Nasolabial fold: right side deceased, tongue extension to right side. Left upper limb muscle strength was grade v, left lower limb muscle strength was grade v, right upper limb muscle strength was grade iii, and right lower limb muscle strength was grade ii; the patient did not cooperate when conducting the left finger-to-nose test and right finger-to-nose test. The patient did not cooperate when conducting the left heel-knee-shin test and right heel-knee-shin test. Nihss score: 10 points. On (B)(6) 2023, head CT showed slightly decreased local density at the left frontoparietal junction, multiple infarcts in the brain, and changes after vascular stent operation of the intracranial segment-middle cerebral artery initial of the left internal carotid artery. On (B)(6) 2023, cranial ctp examination showed prolonged perfusion time in the left middle cerebral artery territory of itt and ttp, decreased perfusion in the corresponding regions of cbf and cbv, and head and neck cta examination revealed in-stent stenosis in the m1 segment of the left middle cerebral artery. At present, the patient was considered to be diagnosed with "acute cerebral infarction¿ and was admitted to the stroke rescue center because the patient had in-stent stenosis and required arterial thrombolytic therapy. Considering acute cerebral infarction due to in-stent restenosis of left middle cerebral artery, which was caused by clopidogrel interruption for the patient¿s tooth extraction one month ago, this event was judged as possibly unrelated to the device, unrelated to the surgery, severe, and the initial sae report was reported¿. The event of ¿acute cerebral infarction¿ was discussed with the medical safety officer (mso) on (B)(6) 2023. Per the mso, section 4.10 of the clinical evaluation report (cer) for the medical device says the therapeutic lifetime of the enterprise stent is one year; ¿the therapeutic device lifetime includes enabling coils to be implanted into the aneurysm during the procedure, as well as for healing and endothelization of the stent which is expected within one year to enable healing of the neck of the aneurysm¿, (the cerenovus enterprise 2 vascular reconstruction device is not intended for use as a stand-alone device, i.e. Without subsequent coil embolization of the aneurysm). Although there were pharmacological factors that may have contributed to the event (anticoagulation medication interruption), the correlating relationship of the event to the device cannot be ruled out, as the event occurred approximately 272 days after the procedure, within the therapeutic device lifetime. Additional information was received on (B)(6) 2023 and on (B)(6) 2023. The additional information was reported as such: ¿the follow-up report was updated on (B)(6) 2023. On (B)(6) 2023, the patient underwent cerebral arterial catheter thrombolysis + percutaneous middle cerebral artery balloon dilatation + cerebral angiography under local anesthesia. Intraoperative angiography confirmed the occlusion of the left middle cerebral artery, and the mtici grade was 0. Using arterial thrombolytic technology, the left middle cerebral artery was recanalized successfully at 11:12, and the mtici grade was 2b. Re-examination angiography showed the middle cerebral artery had severe stenosis (90% stenosis) and blood flow is expected to be difficult to maintain. A 2.0*10 mm balloon was then used for dilation, and re-examination angiography showed that the residual stenosis was <20%, and no intracranial hemorrhage was found on flat-panel CT. Ultrasound of carotid arteries showed no obvious abnormalities in bilateral carotid arteries and vertebral arteries; daytime bedside [transcranial color-doppler (sonography)] tccd: right middle cerebral artery stenosis (mild), right internal carotid artery terminal segment stenosis (mild), left flow velocity was normal after balloon dilation of the middle cerebral artery. Physical examination on (B)(6) 2023: normal function of right hand, clear mind, mixed aphasia with incomplete speech. The right nasolabial fold is shallow, the tongue deviates to the right, the muscle strength of the right upper limb is grade IV, the muscle strength of the right lower limb is grade iii, and the nihss score is 6 points. On (B)(6) 2023, the patient's mental state was acceptable, her speech was more fluent than before, and her physical strength was better than before. Physical examination: normal function of right hand, clear mind, mixed aphasia with incomplete speech. Nihss score: 5 points, urapidil was discontinued and telmisartan was bridged, blood pressure changes were monitored dynamically. On (B)(6) 2023, the patient's mental state was acceptable, her speech was not fluent, and her right limb weakness was better than before. Physical examination: normal function of right hand, clear mind, speech: dysarthria. Nihss score: 3 points (upper right 1 lower right 1 articulation 1), amlodipine was administered combined with telmisartan to control blood pressure. The patient's current condition improved, and she was discharged on (B)(6) 2023. Therefore, the follow-up report of this sae is submitted. The first report is updated. Before the surgery on (B)(6) 2022, the diameter of the distal end of the lesion was measured to be 2.5 mm, and the diameter of the proximal end was 3.5 mm. It was considered that the proximal displacement of the patient's stent would lead to in-stent restenosis of the left middle cerebral artery, which would lead to acute cerebral infarction. Stent displacement is caused by the fact that the surgical stent covered the lesion on (B)(6) 2022. Therefore, it is considered that it was possibly unrelated to the device, but was possibly related to the surgery, and the rest of the content remains unchanged¿. This additional information has been reviewed. Per the event description, the patient underwent a second surgical procedure on (B)(6) 2023 (cerebral arterial catheter thrombolysis + percutaneous middle cerebral artery balloon dilatation + cerebral angiography under local anesthesia) due to a complete re-occlusion (mtici grade was 0) of the left middle cerebral artery. It is unclear if a cerenovus device was used during this procedure. The final post-procedure mtici score was 2b: partial perfusion greater than or equal to 50% of vascular distribution of occluded artery. Transcranial doppler sonography (tccd) technology showed mild stenosis of the right middle cerebral artery (mca), mild stenosis at the c7 segment of the right internal carotid artery (ica), and normal blood flow of the middle cerebral artery (mca). From (B)(6) 2023 to (B)(6) 2023, the patient was periodically assessed and showed signs of increasing improvements, based on the nihhs trend of scores six, then five, then three. The patient was discharged on (B)(6) 2023. It was further clarified that prior to the primary surgical procedure on (B)(6) 2022, the diameter of targeted lesion was less in size on the distal end (2.5mm) compared to the proximal end (3.5mm). According to the initial report, the stent used was an ¿enterprise 2 4.0mm * 16 mm¿. For reference, according to the device instructions for use (IFU), the unconstrained diameter of the enterprise2 stent is 5.0mm. Once implanted, the diameter of the stent would adjust to the diameter of the vessel it is encased in. ¿it was considered that the proximal displacement of the patient's stent would lead to in-stent restenosis of the left middle cerebral artery, which would lead to acute cerebral infarction. Stent displacement is caused by the fact that the surgical stent covered the lesion on (B)(6) 2022¿. The use of the words ¿proximal displacement¿ is likely due to a translation error. After deployment, a stent would not subsequently migrate proximally. This would go against flow dynamics. Further clarification of this statement has been requested. At this time, this reviewed additional information did not require changes to the reportability determination; therefore, no changes were made. Additional information was received on (B)(6) 2023. Summary of the information provided: regarding the statement ¿it was considered that the proximal displacement of the patient's stent¿ from the additional information received on (B)(6) 2023 and on (B)(6) 2023, it was clarified that stent migration did occur; ¿the device moved approximately 5mm from where it was implanted¿. ¿the distal vessel diameter is 2.5mm, the proximal vessel diameter is 3.5mm¿. Regarding whether the marker position was observed during the coiling procedure to ensure that the stent does not migrate from its deployed position, the answer was recorded as ¿the marker position observed during the coiling procedure¿. No device was used after stenting, therefore no interactions with other devices would have caused the migration. The 2.0*10 mm balloon guide catheter" from the second procedure was confirmed to be manufactured by ¿other brand¿. The product code and lot number for the enterprise study device was provided (enci401600/ 6920551). It was also disclosed that symptoms were resolved after five days from the onset of symptoms. The event led to prolonged hospitalization. The patient¿s discharge examination was reported as such:¿ the speech was less fluent, and the weakness of right limbs was improved than before. He was right-handed and conscious, and speech was dysarthria. Nihss score: 3 (upper right 1 and lower right 1 consonant 1)¿.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section a1. Patient identifier: (B)(6). Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Section h4. Device manufacture date: not available at the time of reporting. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional/modified information was received on 19-apr-2024. Summary: regarding the adverse event of ¿in-stent occlusion of the left middle cerebral artery,¿ the outcome was updated from ¿symptoms resolved¿ to ¿symptoms disappeared without sequelae.¿ ¿whether the event is persistent¿ was updated from ¿yes¿ to ¿no.¿ the end date was updated from ¿[blank]¿ to ¿on (B)(6) 2024.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.